Manufacturer narrative:
Follow-up # 2 ¿ (07/07/2014).the patient¿s meter and test strips have been returned on 6/19/2014 and 7/2/2014, respectively, and evaluated by lifescan product analysis on 6/23/2014 and 7/3/2014, respectively, with the following findings:the meter involved with this complaint failed testing. The meter was found to have spc pin 3 lifted high. The test strips were also tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up #1 ((B)(4) 2014), additional information: on (B)(4) 2014, the lay user called the mss back and provided the following information: the patient reported, 3 hours after the alleged issue occurred, he developed symptoms of ¿body aches, excessive urination, and really hungry. On (B)(6) 2014 at 10:00 a. M. The patient stated, he tested his blood glucose with another device; however, he was not able to provide the actual result(s) obtained at the time. The patient stated that he self-treated with 7 units of insulin (unknown type). The information provided does not change the classification of this report.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging his one touch ultramini meter would not power on. This complaint is being classified based on the customer care advocate (cca) documentation, since the patient could not be reached by phone to obtain additional information. The patient reported that the alleged issue began on (B)(6) 2014, at 6:00 p. M., the patient manages his diabetes with an insulin pump. On (B)(6) 2014, at 9:00 p. M., the patient stated he took a decreased dose of insulin (2 units) in response to the alleged issue. The patient claimed, 3 hours after the alleged issue occurred, he developed symptoms of ¿high sugar, fatigue, and flu like symptoms¿. The patient denied receiving any medical treatment. At the time of troubleshooting, the cca documented that this was not the first time the patient used the meter and there was no misuse of the product. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged meter issue began.